Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -8.0/2.0/114 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced lens rotation which was noted 8 months after implantation. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. It was noted the cause of the event was a patient related factor and indicated "patient had loose suspensory ligament".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture and residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).